Manufacturer narrative:
(B)(4). Additional information was requested but unavailable: how much blood was lost (ml)? Did the patient require a transfusion? In addition: during what kind of thoracic procedure was the device used? On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? What was the patient¿s pre-op diagnosis? Please provide the patient¿s sex, age and weight. Additional information received: bleeding was stopped by suturing, patient is fine. No other like device was used to complete the procedure.

Event description:
It was reported that during a thoracic procedure, did not staple but cut, with white reload. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.